Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level during the past malfunction alarm; current bg level was 98mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer continued to use the pump for insulin therapy.